Event description:
Pump declared alarm 20 during operation, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer opted to use manual daily injections as a backup therapy. Customer was advised to return the faulty pump using a prepaid label, and instructions were provided on placing the pump in storage mode.